Event description:
A mizuho osi orthopaedic surgery table experienced a cracked connection box. It appears that the plastic box that holds the connector on the hana table easily broke. The cracks seem likely to be due to the long cable end connector that attaches to box and acts as a lever applying pressure to the box. Manufacturer response for orthopaedic surgery table, mizuho osi hana orthopaedic surgery table (per site reporter): as of this report, the manufacturer has not responded.